Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure with placement of a 3.0 x 23 mm xience v stent and a 3.0 x 28 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2014, the asymptomatic patient was re-hospitalized for planned coronary angiography. In-stent restenosis was noted in the 3.0 x 28 mm xience v stent. On (B)(6) 2014, the patient underwent a revascularization procedure, with angioplasty only, to treat in-stent restenosis and the event resolved. On (B)(6) 2014, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.